Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) replaced the controller cards in the full-height drawer, reconfigured the system, and tested it in inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed and was not detected on the communication bus. The customer reported that the malfunction occurred during the dispensing of the medication, resulted delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.